Manufacturer narrative:
This report is submitted on may 21, 2018.

Event description:
It was reported that the patient experienced an infection and the patient was administered IV antibiotics (date and duration not reported). It was also reported that the patient underwent a flap rotation surgery (date not reported) and during surgery, the electrode inadvertently came out of cochlea and could not be reinserted. Subsequently, the device was explanted on (B)(6) 2018.